Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead exhibited high impedance due to lead breakage or fractured. This ra lead was explanted, replaced, and disposed. No additional adverse patient effects were reported.